Event description:
Info rec'd reports the pt experienced a spasm sensation around the device that began a few mins after starting a recharging session and ended about 1-2 hrs after the session was concluded. The pt rated the spasms at recharge at 2 out 10. He didn't feel it was enough to warrant any kind of replacement and or physician consultation. Add'l info reports a medtronic rep examined the pt's recharging system and everything was functioning normally. The only component of the system that was out of range was one side of the activa rc had higher impedances than normal. None were higher than 40,000 ohms, but several of the settings were above 4,000 ohms. The combinations that were higher than normal were not being used in the pt's therapy settings.

Manufacturer narrative:
(B)(4).